Event description:
As reported by the field clinical specialist, during a transfemoral tpvr (transcatheter pulmonary valve replacement) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve in a conduit, the balloon to the 26mm commander delivery system (ds) burst upon delivery/deployment of the s3ur valve due to catching on one of the stents placed in the pulmonary arteries. The ds was unable to be removed without pulling the pulmonary artery along with it. Per report, the s3ur valve was fully deployed and the procedure was concluded. On postoperative day 1, the patient returned to surgery and the ds was removed. The patient is reportedly doing well.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, d4, g3, g6, h2, h4, h6: investigation findings and investigation conclusions have been updated. Additions to sections h6: component code and type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of balloon burst and inability to withdraw system through non-edwards sheath were unable to be confirmed as no device or imagery were provided for evaluation. The interaction between the balloon with an existing conduit may have compromised the balloon wall during inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, preexisting bioprosthesis can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (pre-existing bioprosthesis) may have contributed to the balloon burst. In addition, procedural factors (withdrawal of burst balloon) likely contributed to the inability to withdraw system. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the patient vasculature, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.